Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. The sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked alarm noted during testing. The insulin flow blocked alarm function properly during basic occlusion and occlusion test. The insulin pump was received with scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced absence of no delivery alarm. Customer changed infusion set and issue still remained. Customer's blood glucose was 260 mg/dl. Customer declined further troubleshooting and requested insulin pump to be replaced.